Manufacturer narrative:
(D10) concomitant devices: 300-01-09 - eq humeral stem primary, press fit 9mm: (B)(6). 310-01-44 - eq humeral head short, 44mm (alpha): (B)(6). 300-10-45 - replicator plate 4.5mm o/s: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 12 year(s) and 7 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening with gradual increased pain, decreased function, and loosening on x-ray. The patient underwent a standard total revision with the reported removal of the replicator plate, torque screw, humeral head, and glenoid components. Additionally, the patient was revised to a hemiarthroplasty and the outcome of this event is considered resolved. The case report form indicates that this event is unlikely related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The revision reported may be the result of the glenoid loosening as reported. However, the failure cannot be confirmed as no relevant clinical information, images, or radiographs were provided. Potential contributions of patient or user-related issues to the event cannot be determined from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.